Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat#6704-0-520, lot# 33195302, desc.: d-m 2.0mm beaded cable set vit. Cat# 6704-0-520, lot # 31592601, desc.: d-m 2.0mm beaded cable set vit. Cat # 6276-7-114 # caxk931d, description: mod con dist stem 14 x 195 mm. Cat # 6276-1-225, lot # 34074203, desc.: 25mm mod rev hip bdy/blt +20mmcomponent level 9006-1-225. Cat # 6260-4-222, lot # 17785301, desc.: 22.2mm + 3mm v40 head. Cat # 2080-0035, lot # mhlx1l, desc.: gap plate screws. Cat # 2080-0035, lot # mjjv7h, desc. Gap plate screws. Cat # 2080-0025, lot # mjht0t, des.: gap date screws. Cat # 509-02-56e, lot # mhpnth, dec.: tritanium revision acetabular. Cat # 6704-0-520, lot # 33701205, desc.: d-m 2.0mm beaded cable set vit. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "constrained liner was put in and ended up breaking. Pt also experienced infection. Decided to take out existing implants to put in cement biomet bone spacer block."